Event description:
The customer reported to olympus during an ebus procedure, they noticed the metal sheath came off on the white light while placing the needle back into the scope. The surgeon used forceps to retrieve the object. The metal sheath was located by the carina. The customer thinks this happened at the end of the procedure. The intended procedure was completed and the procedure was ended when this happened. There was a procedural delay of five (5) minutes while trying to pull the sheath out of the lungs. The device was inspected prior to use and there were no issues identified. The subject device was used with ebus pro180.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The device evaluation, results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review have been completed. The olympus evaluation identified the following: visual inspection as received condition found dried blood inside needle sheath consistent with use. The sheath was bent at handle boot section, and the gray stopper was missing from the shaft (possibly removed by user). Noted hat the hypo tube came off from the needle and was placed inside a container. Observed that the hypo tube was bent at mid-section about 10mm (1cm) from its ends. The needle was then extended and found to be slightly bent at tip. The needle tube was also bent and slightly stretched at 30mm (3cm) from the distal tip. The handle lock, sheath adjuster, screw, connecting slider are all functioning smoothly and correctly. However, due to the dried blood and bend on the sheath, the stylet was stuck inside. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to forcing the device through resistance. The instructions for use states: page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.